Event description:
It was reported that the customer's blood glucose (bg) was 630.5 mg/dl and ketone level was moderate. Cause of elevated bg was not known. Customer delivered a bolus via the pump to address bg. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous insulin and saline. Elevated bg and ketones resolved with no injury. Customer was discharged on (B)(6) 2024. Customer reported no issues were observed with the cartridge, infusion set tubing/cannula or insulin. The pump was functioning as expected.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.